Event description:
A report was received that stated a nurse received a needle stick. The pt received the medication via a gluteal needle. At the conclusion of the injection, the needle became detached from the syringe and "went flying across the room". The needle stuck the nurse in her finger. The nurse is reportedly not receiving medical treatment.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the evaluation.